Event description:
After right transforaminal interbody discectomy and fusion / bilateral posterior instrumentation at l3-4 and l4-5, patient returned to surgeon's office with complaint of back pain. An x-ray revealed the ti click x locking cap was detaching from the screw head and l4 - l5 graft migration. Patient was revised to l5 screw and bone graft.

Manufacturer narrative:
This information was not provided during the initial report. Additional information has been requested. Synthes cannot determine the date of the manufacture without the device lot number. The investigation could not be completed, no conclusion could be drawn, as no device was returned.